Event description:
Left marked bleed/ incipient rupture. A 62 yr old white g1p1 female w/ bilateral subglandular inframammary dow corning gels 5/10/76 for augmentation. She had early encapsulation but no pain until 1 yr prior to surgery. No history of trauma. Complains of arthralgias, fatigue, recurrent infection, neurocognitive problems, dry mucous membranes, hair loss, rashes, and gastrointestinal problems. Pt otherwise healthy ex-smoker. Mammogram 12/92 within normal limits. Exam positive for grade iii-IV contractures and left axillary lymph nodes. Surgery 7/8/93 positive for left marked gel bleed with moderate discoloration/yellowing patch on back (oval), sticky gel w/ heavily calcified fibrous capsule, left lymph nodes reactive. Weight 250cc.